Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused while using dehp-free tubing. At 100 ml/hr after one hour, only 90 ml will have been dispensed. The process step was unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.